Event description:
It was report that when the transparent extension tubing was attached following the insertion of the catheter, the latch was unable to be engaged firmly or secured. It was stated this occurred with five devices. This report addresses the fourth device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2160 showed 22 other similar product complaint(s) from this lot number.